Event description:
I had essure put in 2017 after my 3rd child I am now 32 and now have a 6 week old baby since I am 32 I was told essure is still in place so they refuse to do any other tubiligation or partial hysterectomy as I already have now 4 children and 6 week old baby has already had surgery and complications I am scared to become pregnant again.